Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the power source during testing. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, unrelated to the test failure, during evaluation the cord retainer was found to be missing/broken, the external battery dc connector was found to be damaged, the rear/front/base enclosure was found to be damaged and rubber feet were found to be missing/displaced.